Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the master tool manipulator (mtm) due to error codes: 1, 704, 705, and 25521. The system was tested and verified as ready for use. The mtm has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint has not been performed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse). Tse confirmed errors reported by the left mtm, followed by the user disabling the unit. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy-malignant surgical procedure, the left master tool manipulator (mtm) was not responding. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed errors reported by the left mtm, followed by the user disabling the unit. The customer power cycled the system with no success. The surgeon converted the procedure to laparoscopic procedure. Isi followed up with the initial reporter (robotics coordinator) and obtained additional information: the laparoscopic procedure was completed successfully with no injury to the patient.

Manufacturer narrative:
D14 - intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm/replicate the reported complaint. The unit was tested on both si and xi system. The unit was installed on the test systems and as well as on mini console without finding any issues. Due to intermittent issue of error 1, the unit will be scrapped.

Event description:
Refer to h10/h11 for follow-up information.